Event description:
It was reported that the patient was experiencing speech problems and a loss of voice. The patient had been having issues for approximately one year. After the device was implanted he got a chest infection which he dealt with for 9 months. The patient went to a local speech movement disorder specialist and it was stated that she turned stimulation up so high that she just about "destroyed his voice." One doctor told him to not go above 2.5 v, however another doctor increased it to 4.0 v and he had to "hold on to something the voltage was too high." The patient had seen three doctors and none of them had been able to address the problem. Two weeks later it was reported that the patient still had concerns and was waiting to be scheduled for an appointment. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still had concerns with their device therapy but was working with the physician to address their issue. The patient was still waiting ("3 weeks so far") for an appointment with their physician. It was noted that their physician had done some research on the loss of voice issue with associated with this type of therapy and had not found any data. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the cause of the event was unknown. The implant, initial programming, and follow up was done at a different medical facility. It was noted there were no abnormal impedances. No explant, revision, or replacement. MRI to check lead location and CT scan were done. It was noted programming had been reviewed extensively. No further information on voice changes. It was noted the patient met with a doctor to discuss revision but the doctor did not believe it would help. Signs and symptoms included voice loss and change. The patient did not require hospitalization due to the event. The patient's outcome was noted as serious injury/illness and ongoing. It was noted they had tried turning the device off for periods of time including right brain off then left brain off. They tried multiple programs and settings. The voice showed only slight improvements but continued to get worse over time. It was later reported the patient's voice was so 'hoarse that at times it is a whisper.' The patient stated 'the doctor went up to 6.0 volts and after that appointment the patient's voice had been effected and had been the same for two years.' It was also stated the patient switched doctors and the doctor did not know how to treat the symptoms. The patient had been reprogrammed every six months with no change to their voice. It was noted the patient stated the 'only recourse to save their voice was to turn their therapy off." It was noted the patient could only use the therapy to feed himself. If the therapy is on too long he is not able to talk. It was noted the patient's current doctor thought the symptoms with their voice were permanent. It was also noted the patient could have had an infection when they were implanted due to a 'doctor leaving interior stitches exposed to air.' Patient took antibiotics for 10 days post-surgery. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 37642, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient; product ID 37085-60, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension; product ID 37085-60, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension; product ID 3387s-40, lot# v488644, serial#, implanted: 2010 (B)(6), explanted: product type lead; product ID 3387s-40, lot# v488644, serial#, implanted: 2010 (B)(6), explanted: product type lead; (B)(4).